Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units. As the event occurred in the past, tandem technical support was unable to perform troubleshooting. The customer was unable to provide a blood glucose value, but reported blood glucose level was not impacted. At the time of the call, the customer was able to load a new cartridge successfully and received an accurate fill estimate.